Event description:
It was reported that the patient presented to the hospital for a routine follow-up on 17 (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold. The physician explanted and replaced the rv lead on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event for high capture threshold was not confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.